Event description:
The peel-away sheath to the introducer kit failed to peel back the whole way to the end so it could be removed from patient. The incision was enlarged and the remaining sheath was removed. The manufacturer was notified and the introducer kits with this lot number were withdrawn from use. The defective sheath units with this lot number were picked up by the company representativedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was destroyed/disposed of.